Event description:
This is in regards to the regular absorbency u by kotex sleek tampons. On the evening of (B)(6) 2018, I was experiencing abdominal cramps and had a horrible odor. This was several days after my period was over. I seriously thought I had left a tampon in by accident. I tried to feel around with my fingers to remove the tampon on my own, but could not find anything. I did have discharge on my fingers afterwards and in my underwear. I went to the dr the next day for a pelvic exam letting them know I thought I had left a tampon in, but after pelvic exam, they did not see a tampon either. They tested me for infection, but I did not have one. I'm wondering if I had part of the tampon stuck inside me, but fished it out with my fingers and it came out with the discharge that followed. Is the product over-the-counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: menstrual cycle.